Event description:
During surgical procedure, a strong odor of noxious fumes filled the room. The smell appeared to be fire related and smoke was visible in room. The pt was immediately checked and the front desk was notified of a possible fire. The overhead surgical lights were turned off and the smell seemed to dissapate. Surgical light bulbs were checked and showed signs of burning.